Event description:
On (B)(6) 2012, the pt underwent endovascular treatment for an infrarenal abdominal aortic aneurysm. A stent was placed in the right renal artery, which did not fully open. A gore excluder trunk ipsilateral leg components was then deployed distal to the left renal. It was reported that a kink was observed at the bifurcation of the device. Multiple attempts to cannulate the contralateral gate were made by the physician using different catheters and wires; and rotation of the device within the sheath. Cannulation from above via the brachial artery was also attempted. The guidewire was unable to be advanced past the kink due to the narrowing at the bifurcation of the stent. The physician was able to advance an .018 wire and dilate the kinked area of the device using both a 2.5 mm coronary angio balloon and a 6mm balloon. Post dilation, the stent returned to a kinked state. At this point wire access was lost and the physician chose to perform an aorto-uni-iliac. An add'l trunk ipsilateral component was placed along with a medtronic staetn graft; and a fem fem cross over was performed. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg records for the device is being conducted. The gore excluder aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in pts diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy as described below: proximal aortic neck angulation not greater than 60 degrees. Infrarenal aortic neck treatment diameter range of 19-29mm. Additionally, the IFU warns: do not rotate the trunk or the contralateral leg delivery catheter while the endoprosthesis is inside the introducer sheath.